Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced distress, redness, decreased levels of consciousness, word finding difficulty, and was clammy. The patient was treated with carbohydrates, but symptoms persisted. The daughter called paramedics and the patient was transported to the hospital. The bg was 50 mg/dl without mention of cgm value. Of note, the pump stopped working at 12:01pm which was noted when the patient was in the hospital at 12:07pm. No further details of pump malfunction were provided. The patient remained hypoglycemic for over an hour even after arriving at the hospital. The patient's hypoglycemia was treated with unspecified medications and she was in the intensive care unit (ICU) for 3 days. At the time of the report, the patient was back to normal except kidney issues and inconsistent glucose levels. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.